Manufacturer narrative:
Tubing MFR test results received. Evaluation completed (refer to h6)

Event description:
After 81 minutes into bypass procedure a blood leak was noticed from the arterial tubing of the roller pump. The tubing was replaced & procedure was re-initiated after 8 minutes without incident to pt.